Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos one video were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding was observed. And evaluation of the video shows a large needle being manually inserted into a stopper, 2 different tubes are used in the video as a comparison, one stopper was punctured without extra pressure applied, and the other stopper could not be punctured. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of defective stopper molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube the stopper difficult to remove. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: the analyzer had a breakdown due to the hardness of the edta cap."

Manufacturer narrative:
Corrected information has been provided please changes see below: b.5. Event or problem: bd vacutainer® k3e plus blood collection tubes. D.1. Medical device brand name: bd vacutainer® k3e plus blood collection tubes. D.3. Medical device manufacturer: becton, dickinson and company (bd). D.4. Medical device catalog #: 368856. D.4. Medical device lot#: 1069966. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device expiration date: 2022-07-31. G.1. Manufacturing location: becton, dickinson and company (bd). G.4. PMA/510k: na. H.4. Device manufacture date: 2021-03-10.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube the stopper difficult to remove. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: the analyzer had a breakdown due to the hardness of the edta cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube the stopper difficult to remove. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: the analyzer had a breakdown due to the hardness of the edta cap."